Manufacturer narrative:
Findings: unit passed the rewind, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to test for excessive no delivery alarms due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was unknown. Customer stated that the message remains even after tubing/reservoir/site change. Customer was advised to discontinue pump use and is following medical prescription for insulin shots until replacement arrives.